Manufacturer narrative:
H10: there was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer reported that the touchscreen was replaced to resolve the issue. The device was tested and calibrated. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
E1: reporting address state: cmx reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding to touch. It was unknown how the issue was found. No patient or user harm reported.